Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, no delivery/occlusion alarm - unknown timing, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-332a, unomedical. The customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Troubleshooting was performed. The customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, rewind test, prime/seating test, basic occlusion test. Unable to perform displacement test, force sensor test and occlusion test due to missing retainer ring. Unable to lock p-cap into place due to missing retainer ring. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. No delivery alarms were found on event date in history file. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked reservoir tube lip, cracked keypad overlay, missing display window cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, pillowing keypad overlay, keypad overlay texture damage, detached retainer, missing o-ring (reservoir tube), stained serial label. Unable to confirm no delivery alarm due to missing retainer ring. Cosmetic damage is confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.